Manufacturer narrative:
The returned device was received and tested. The device passed all functional testing and no visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the device did not fully deploy smoothly and the physician punctured the uterus. A second device was attempted, but failed to complete the procedure. The procedure was aborted and a laparoscopy was performed to determine there was no bowel injury. No further information was provided.